Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that this device longevity dropped from three years to one year in just six days. The patient wanted to know the cause for the rapid drop in longevity. Boston scientific technical services (ts) then referred patient to device clinic to discuss battery and may request for premature battery depletion (pbd) analysis. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that this device longevity dropped from three years to one year in just six days. The patient wanted to know the cause for the rapid drop in longevity. Boston scientific technical services (ts) then referred patient to device clinic to discuss battery and may request for premature battery depletion (pbd) analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned cardiac resynchronization therapy pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that this device longevity dropped from three years to one year in just six days. The patient wanted to know the cause for the rapid drop in longevity. Boston scientific technical services (ts) then referred patient to device clinic to discuss battery and may request for premature battery depletion (pbd) analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.